Event description:
The customer reported via phone call that the insulin pump was cracked at the battery compartment. The customer went to change out the battery and noticed the damage. The customer observed that the damage was located at the edge piece of plastic of the battery compartment. Customer did not recall how the damage had occurred. The customer's blood glucose was 268 mg/dl. The customer advised that the blood glucose was high because the insulin pump was not working and had to treat via manual injection. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received without a belt clip. The insulin pump was unable to perform the displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test, operating currents measurements, and off no power test due to the insulin pump's blank display. The blank display was due to severely corroded battery cap contacts and battery tube. The insulin pump was also received with broken battery tube threads, minor scratches on the liquid crystal display window, cracked reservoir tube lip, scratches on the reservoir tube window and cracked reservoir tube.